Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump complaint of under infusion could not be verified. Preventative action taken to replace software. S103 c000 r000 a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smiths medical cadd ms3 gray slate pump is underinfusing. No patient adverse events reported.